Manufacturer narrative:
On november 21, 2018, the olympus ess conducted a reprocessing in-service. There were no deviations noted, however, the ess stressed the importance of following all of the cleaning steps and how to use each brush. In addition, the ess showed a new nurse, who had no experience cleaning this this model, all of the steps. Moving forward, new nurses will receive hands on training on how to clean the scope from olympus.

Manufacturer narrative:
The scope referenced in this report was not returned to olympus for evaluation. The user facility also declined to send the scope for further off-site laboratory testing as the scope has since been ethylene oxide (eto) sterilized at the user facility. Following eto sterilization, the scope was re-cultured and tested negative for growth. A review of the instrument history showed that the user facility purchased the device on june 10, 2011, and was last serviced on august 13, 2018. As part of our investigation in this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. The exact cause of the reported event cannot be conclusively determined at this time. However, if additional information becomes available or the device is returned at a later time, this report will be supplemented.

Event description:
Olympus was informed that the device culture tested positive for staphylococcus, coagulase after it had been reprocessed in the user facility¿s automated endoscope reprocessing (aer) machine, medivator advantage plus. There was no patient infection associated with this report.